Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was unknown. It was reported that the patient did report a fall approximately 3-3.5 weeks ago and noticed this change after the fall. The patient reported loss of stimulation coverage in left leg like it was previously. Rep stated they reprogrammed patient covering the left leg the best they were able but patient reported it was not like it had been. Issue not resolved. However, patient has a meeting on 10/18 and rep plans to be present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator or spinal cord stimulation - spinal pain/ failed back surgery syndrome. It was reported that stimulation was cutting in and out. Patient reported a fall prior to experiencing changes with stimulation. Patient reported walking on a downward slope approximately 3 weeks ago and falling "pretty hard". Since fall, the patient reported sensation of stimulation cutting in and out and no longer covering left leg well. Impedance check was done today and were within normal limits. The rep reprogrammed the patient but was unable to recapture left leg coverage like patient reported it was before. Stimulation was stronger on right side. Patient has an upcoming appointment with hcp on 10/18; possible x-ray to check lead placement. No further complications were reported/anticipated.